Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 198 events were reported for this quarter. Product return status: 191 devices were received for evaluation; 1 device was available for evaluation but has not yet been received; 6 devices were not available to stryker for evaluation. Evaluation status: 187 events were confirmed during testing. The 187 devices were found to be affected by missing paint chips. Two events were not confirmed during testing; however, failures unrelated to the reported event were detected. Two device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 198 malfunction events in which the device had paint chips missing. The 198 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was not received but was evaluated at the account. Evaluation status: 5 reported events were confirmed during testing. 5 devices were found to be affected by missing paint chips.   Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes 198 malfunction events in which the device had paint chips missing. 198 events had no patient involvement; no patient impact.